Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt said they've had 3 experiences when they suddenly they can feel the shocking, it hurts right in the actual rectum on the right side and hurts for a long time. Pt said, they did not have any other electronic equipment in their environment. Agent tried to clarify if pt noticed based on their posture/ body position however pt did not know. Agent reviewed the option to turn therapy down or off until they can let their doctor know this is happening to them. Worked with pt to synch with their ins and when pt tried to lower their amplitude, they cried out stating they felt awful shocking. Agent requested pt turn therapy off to evaluate if the sensation resolves or not and pt confirmed the shocking was much better once therapy was off but it was still hurting a little bit. The patient mentioned related medical history. This included patient said since implant the therapy has never been consistent for any length of time, they have had to change their clothes 2 - 3 times a night, wear longer pads, they have tried to change the program but it does not work, they feel like they are back to where they were before they got the stimulator. Pt said, they have been in contact with their doctor's office at least 3 times and their doctor has changed the program and the numbers and after they change they might do good for a week and then it goes back to how it was before implant. Agent redirected to caller to report their experience to their doctor. Pt confirmed they would call their doctor. During the call pt mentioned when they first got it they did not have to change their pad all day long but now they had no symptoms improvement. Pt said, not long after implant they were not having any symptom improvement, they went to the doctor and the medtronic rep who was there found out therapy was turned off and turned it back on.